Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a home choice device during dwell three of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During the troubleshooting, it was noted that a clamp was left open on an unused supply line during therapy. Proper procedures were reviewed and the technical service representative assisted the patient with clearing the alarm. The patient was advised to notify their nurse of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that was caused by an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.